Event description:
Customer reported via phone, she was having trouble programing the insulin pump, it was alarming motor error. Customer was rewinding the device when it alarmed and her basal settings were lost. Customer's blood glucose was 300 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, and displacement test. However, the device was stuck in the motor error loop during bolus/basal delivery. Motor position encoder error alarm was not verified due to erased history file. The motor was tested outside of the device and it passed, but it might have had an intermittent failure that was not detected during testing. The device had minor scratches on the lcd window, cracked reservoir tube lip, and cracked battery tube threads.